Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-8120-50 (sn: (B)(4)) device evaluation indicated that the paddle lead was cut, and only the proximal ends were returned without the paddle. The lead body exhibited several burn spots where the cables were exposed and weakened. X-ray inspection confirmed that one of the cables was fractured.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain that radiates to the pocket site when at a certain position even when stimulation was off. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain that radiates to the pocket site when at a certain position even when stimulation was off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient underwent a procedure where the leads and ipg were replaced. No device malfunction suspected with the ipg. During the revision, the physician discovered that the wires leading into the ipg were eroded. The physician suspected malfunction with the leads. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain that radiates to the pocket site when at a certain position even when stimulation was off. The patient will undergo a revision procedure.